Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- according to the information received, the patient underwent the surgery with the drill bit in question. During the drill, the drill bit broke and the fragment was generated. The fragment was remained in the body and the surgery was completed. No further information is available. The product was returned to depuy synthes for evaluation. Depuy synthes then conducted visual inspection, dimensional inspection and document specification review of the returned device. Visual analysis of the returned sample revealed that the received drill bit shows that that fluted tip section is broken off. The broken off portion was not returned. The remaining cutting edges are slightly blunt. No other visual damage could be observed. The dimensional test and the document specification reviews have shown that the device was manufactured according to specification. Furthermore the correct material was used and the hardness was within the specification. It should be noted that product failure is multifactorial. Although no final conclusion could be reach it is likely that the device encountered unintended forces which finally lead to the breakage. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance device history lot: part: 323.062, lot: 3l92369, manufacturing site: bettlach, release to warehouse date: 04. April 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery with the drill bit. During the drill, the drill bit broke and the fragment was generated. The fragment remained in the body and the surgery was completed. No further information is available. This report involves one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for (B)(4).